Event description:
It was reported that during an arthroscopic procedure the physician was using a topaz microdebrider with the quantum ii controller system. During the procedure the first topaz wand, lot #at16810-a, malfunctioned and had an obstructed saline flow. The physician retrieved a second topaz wand which resulted in a 2-3 minute delay. It was reported that the distal end of the second topaz wand fell off into the pt. The physician did not attempt to retrieve any of the debris fragments. The pt was treated with antibiotics pre and post-operatively. It was reported that the pt is recovering normally with no adverse reactions.

Manufacturer narrative:
The second topaz wand used in this procedure has been filed under MDR 2951580-2011-00145. The controller unit used in this procedure has been filed under MDR 2951580-2011-00146.